Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a circle taper point needle broke during a procedure. The actual device was not available for evaluation. No photo was provided for review. Manufacturing lot number was available. The end user indicated that during a right open hamstring repair the needle tip broke. The surgeon completed the surgery and xrays were not performed. The broken piece was not recovered or found. The customer indicated the needle tip may not be in the patient, and the surgeon did not pursue any attempts to locate the needle tip if inside the patient. There was no injury alleged or prolonged procedure to retrieve. The DHR and analysis results were reviewed. All samples passed acceptance criteria. No non-conformance's were noted related to the reported issue. According to aspen surgical's IFU, the needles should not be clamped directly on the eye of the needle to the point and should be applied to the flat portion of the needle about 1/4 of the needle length from the eye end to prevent needle breaks. Based on this information, due to no picture or sample being available to aid with the complaint investigation, no further action is required. The cause could not be established for needle breakage.

Event description:
Aspen surgical received a report from the end user indicating that a circle taper point needle broke during a procedure. This report was filed in our complaint handling system as complaint (B)(4).